Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up, non sustained lead noise episode due to intermittent undersensing of r-waves was observed. Reprogramming of the device was performed. Issue was resolved.